Event description:
The customer reported that while the diffuser was moved to the bed of the patient, the diffuser slipped away from the platelet bag (already defluxed). Some biological liquid (platelets) went straight into an eye of the operator. Patient information is not available at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Event description:
Multiple attempts to obtain the patient (operator) identifier, weight, and gender were unanswered.

Manufacturer narrative:
(B)(4). Investigation: the diffuser is a product of another company called "(B)(4)" which is distributed in (B)(4). The diffuser manufacturer has been notified of this complaint by the customer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the platelet bag was returned for analysis. The spike port was found opened on the bag. The bag was leak tested and no leaks were found. A reference spike assembly was attached to the spike port and the bag was leak tested again, but no leak was observed. A review of the lot for similar reports was carried out, none have been reported. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: there is not a conclusive root cause for the incident of platelets into the operator's eye. Possible causes include but are not limited to the intravenous tubing spike being caught and pulled out of the platelet bag port while the IV was being moved, or a leak/defect in the intravenous tubing that was spiked into the platelet bag administration port.